Manufacturer narrative:
No further information was able to be obtained from this customer. However, a laser probe was sent back for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was manufactured on june 15, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The laser probe was inserted into a trocar and found to stick near the junction of the cannula and nitinol tip. The laser probe tip was then measured using the needle length gauge and the cannula was found to be too long and the nitinol tip was found to be short the root cause of the reported event can be attributed to the laser probe cannula and nitinol tip not meeting the length specification. However, how or when the tip became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a laser probe kept sticking in the port during a surgery. The probe was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
(B)(4).